Manufacturer narrative:
One used device was received and evaluated. Additionally, an unk secondary set was attached to the set along with a micro-clave was returned with the device. Visual inspection of the device. Visual inspection of the device revealed that the option-lok male adapter was broken off inside the micro-clave. White drag marks were noted on the device and on the clave indicated the use of force. Hospira has completed a formal investigation to address similar complaints due to spin collar option-lok connection problems with other devices which resulted in leaks, cracks and general connections events. Based on the results of the investigation, the reported defect is related to the design. The spin collar option-lok "t" dimension was changed and this change was made to overcome interference with the clave and microbore clave thread stops (also other connector could be impacted). The slightly reduced thread length may be a contributing factor. The reporter was contacted and info on reprocessing of the device was requested; however, the info was not obtained. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported device breakage. The plumset was connected to an unspecified device and was being used to deliver an unspecified medication, at an unspecified rate, via a peripherally inserted central catheter (PICC). After an unspecified length of time, it was reported that the tubing set broke at the hub closest to the pt with the tubing separating from the hub. No specific details were provided. There were no reported adverse pt effects and no report of a delay in therapy critical to the pt. No medical intervention were reported. No add'l info was provided.